Manufacturer narrative:
(B)(4)

Event description:
It was reported that a transmitter battery issue occurred. No product or data was provided for evaluation. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.